Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, it was noticed that the guide catheter was broken. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, it was noticed that the guide catheter was broken. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the guide catheter was detached from the delivery system and the push catheter presented some kinks. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is possible that the kinks presented on the push catheter may be related to user manipulation during the procedure and/or even during the preparation of the device, once the push catheter presented those kinks the guide catheter may have experienced difficulties to be pulled out, this may have taken the user to apply some technique and/or some extra force that ended detaching the guide catheter. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.